Manufacturer narrative:
There was no pt injury or clinical consequences to the pt reported. A gambro field representative evaluated the machine and found the screen blank white, all scales stable and accurate. The run history demonstrated multiple 'bag emply/full/line clamped' alarms. Gambro renal proudcts has requested the downloaded machine data files, the work order and additional info relating to this incident. Further investigation is being conducted by the MFR. We will provide a report on completion of the investigation.